Manufacturer narrative:
The complaint ticket has been reviewed and determined to be the same issue as described in a previously performed investigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level).

Manufacturer narrative:
Elevated complaint investigation will be performed.

Event description:
The customer reported that they had a leak on the alinity m system that reached behind the instrument. It was reported that liquid waste bottle 1 overflowed, and the leak extended outside of the instrument footprint behind the instrument. It was reported that the leak was cleaned by the customer who was wearing appropriate personal protective equipment. No injury occurred, and no skin contact with the liquid waste occurred.